Manufacturer narrative:
Review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release. There is no suspected device failure. Off-label or use error may have contributed to the observed procedural complication. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was used during the procedure.

Event description:
The anchorknot suture passer was used in a procedure to attempt repair of a defect in the disc. The device was handled aggressively and the distal tip of the suture passer broke in the patient. The physician acknowledged a narrow disc space. The physician was able to retrieve the suture and with the use of a curette, was able to extract the broken tip and close the patient. Fluoroscopy was used to confirm the location to confirm that no foreign material was left behind.